Manufacturer narrative:
(B)(4). Date of event estimated as (B)(4) 2014. Date of implant estimated as 01/01/2009. The deaths mentioned will be reported under a separate medwatch report. There was no reported device malfunction, and the product was not returned. The reported patient effects of myocardial infarction and restenosis are known observed and potential adverse events as listed in the rx vision instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article attached: prognostic value of routine cardiac stress imaging 5 years after percutaneous coronary intervention. The prospective long-term observational basket ((B)(4) trial) late imaging study.

Event description:
It was reported through a research article identifying vision stents that may be related to the following: of the (B)(4) population, there were 129 deaths. From this population, 339 consented to continue in the trial for myocardial perfusion scintigraphy (mps). Of these 339, during the 3-5 year follow-up period, there were 55 patients that experienced major adverse cardiac events (mace). There were 14 deaths; 7 cardiac and 7 non-cardiac. Additionally, other mace that occurred: 18 myocardial infarctions and 47 revascularizations (percutaneous coronary intervention=38, surgical intervention=9). Specific patient information is documented as unknown. Details are listed in the attached article, titled: prognostic value of routine cardiac stress imaging 5 years after percutaneous coronary intervention. The prospective long-term observational basket ((B)(4) trial) late imaging study.